Manufacturer narrative:
(B)(4). The received devices were forwarded to commercialized product development for evaluation. With the information provided,tibial loosening can be confirmed, but the actual root cause cannot be definitively identified. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient previously had revision poly change for infection, however this was unsuccessful, infection persisted. Patient underwent full extraction revision for infection. Noted that there was no cement bonding to the attune tibial baseplate, which was removed easily by hand (loose). All cement remained bonded to the patients tibial bone.